Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a successful cardioversion for atrial flutter, it was noted that the atrial electrogram had large far field potential and no atrial capture. The physician did state that the patient had a fall several months ago. An x-ray was performed that showed that the tip of the atrial lead was resting in the tricuspid. The patient was admitted for a lead repositioning. During the procedure, the helix was retracted but the lead was unable to be removed due to scarring in the cephalic. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the cardioversion for the atrial flutter, the lead had far field r-wave (ffrw) oversensing. After the cardioversion, the patient experienced complete heart block due to the lack of intrinsic conduction. Prior to the atrial lead replacement, the parameters on the lead were reprogrammed. The patient is a participant in the post approval clinical surveillance product surveillance registry study. No further patient complications have been reported as a result of this event.